Manufacturer narrative:
No product is expected to be returned related to this case. Due the customer not providing enough information, no further assessment/statement will be made concerning the customer allegation. Device was not returned to manufacturer.

Event description:
Reporter stated the blood glucose monitor provided questionable bolus advice. The patient stated there were ongoing issues with the bluetooth connection, and the active insulin amount provided was not correct. The patient reported the blood glucose monitor was returned to a hospital, and the serial number was not available. The product will not be returned for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.